Manufacturer narrative:
Concomitant medical products: 8253001: nim mainframe response 3.0, serial (B)(4), lot # 66456200, manufactured date ¿ feb/26/2010, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200) was returned for analysis. Evaluation found that the device has a worn wave washer, a cracked back enclosure and a scratched medtronic symbol. Analysis also indicated that the device came in with two missing o-rings and two missing spare fuses. The device was repaired, missing items were installed, tested to manufacturer product specifications and returned to the customer. The nim mainframe response (product # 8253001) was returned for analysis. Evaluation found that the unit came in with two missing feet and the device had a muting probe failure. The audio board was defective. The device was repaired, the software was upgraded to current specifications, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intra-operative the nim system was giving an intermittent response. The system would respond sometimes and sometimes it would not. There was no patient impact. Additional information was received indicating there were three occurrences of this event with this system. This regulatory report is being filed for event 1 of 3 ((B)(4)). Another regulatory report will be filed for event 2 of 3 ((B)(4)). Event 3 of 3 occurred on (B)(6) 2017 and was filed under the regulatory report # 1045254-2017-00297 ((B)(4)). Event dates or specific information for events 1 of 3 and 2 of 3 are unknown. Multiple attempts to obtain additional information for these previous events have been unsuccessful.